Event description:
It was reported that during a full supply change, the user received an ¿unable to proceed¿ alert at the fill tubing step, performed a pump rewind, retried fill tubing, observed drops after a second rewind, and then successfully completed the supply change, consistent with a transient occlusion or flow interruption during priming. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention or hospitalization. Investigation included review of the reported sequence of actions and device behavior during the supply change. Investigation of this case revealed that the event resolved after user-performed troubleshooting, indicating no persistent device malfunction and suggesting a temporary occlusion or priming irregularity within the infusion pathway. It was concluded, based on previously established findings for similar reports, that user corrective action during setup resolved a nonpersistent flow obstruction.

Manufacturer narrative:
Initial.